Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states,"loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity." This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2014-07223 / 07224).

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Event description:
Biomet orthopedics received preliminary clinical data regarding patients enrolled in (B)(4). It was reported that patient underwent a right total hip arthroplasty on (B)(6) 2006. Patient reported pain, loss of range of motion, capsulectomy, pelvic obliquity, limping, stiffness, heterotopic ossification, implant loosening/radiolucency, and release of abductors. Additional information received in survey noted patient underwent a platelet injection procedure on (B)(6) 2007 and (B)(6) 2007 due to lack of mobility. Patient alleges limping and loss of range of motion.

Event description:
Biomet orthopedics received preliminary clinical data regarding patients enrolled in a 522 post market surveillance study. It was reported that patient underwent a right total hip arthroplasty on (B)(6) 2006. Patient reported pain, loss of range of motion, capsulectomy, pelvic obliquity, limping, stiffness, heterotopic ossification, implant loosening/radiolucency, and release of abductors.